Manufacturer narrative:
A ge healthcare service technician performed a checkout of the equipment, and the reported complaint was confirmed. The pneumatic module was replaced and unit was returned to service. No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a preoperative checkout, there was no pressure in patient circuit. There was no patient involvement.